Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The reported product has been requested back for an investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
Caller states, the patient tested 4.4 inr on the coaguchek s system and 3.2 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.

Event description:
A health care professional reported receiving a low reading of 67 mg/dl on their blood glucose monitor compared to a laboratory reference reading of 500 mg/dl was received within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.